Event description:
Reportedly, the pt has a severe skin infection and implant was extruding. The pt reportedly has diabetes, making the infection difficult to control. The surgeon decided to explant and the recipient did not want reimplantation. The device was not returned.

Manufacturer narrative:
This is a final report.